Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his monitor was showing a code 6. Support had the pt reinsert the battery, and the error was generated again. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (wrench code 6) has been confirmed. Upon evaluation, it was discovered that the wrench code was generated by a defective u300 component. Component u300 is a 24-bit digital signal processor located on the monitor's computer/analog pca board. The cause of the defective u300 component was due to a shorted response button line. The root cause of the electrical short cannot be positively identified but was likely random component failure. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.